Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional ablation procedure with an 8f sheath. Reportedly, a malposition occurred with a prostyle device. The suture came out during retraction. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.